Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® z blood collection tubes, an unspecified number of samples hemolyzed. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® z blood collection tubes, an unspecified number of samples hemolyzed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-apr-2025. Investigation summary: bd received 600 samples from the customer for evaluation. 100 returned samples and 100 retained samples were visually examined, and no defects were found. A complaint history revealed this is the 1st complaint received for this lot number and defect reported (hemolysis). Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode: hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.